Event description:
During a transfemoral tavr procedure, after the super stiff guidewire was removed from the patient, a ventricular perforation was noted at the lateral aspect of the apex requiring repair. Following valve deployment echo confirmed valve function. At this time the .035 wire (bsc 1 cm super stiff) was removed from the patient. After pulling the wire out the patient became unstable. The patient started to decompensate rapidly and blood pressure dropped to the 60's systolic. Echo showed a very large effusion. The physician decided to open the patient¿s chest via a sternotomy to control the bleeding and to repair the perforation. The patient was placed on full cpb via the aorta. The cell saver was used and the patient also received an additional 8 units of prbcs. The patient¿s blood pressure decreased as low as 40's systolic for a very brief time and rebounded to 100 systolic after the tamponade was relieved. The patient was weaned from cbp and discharged to the ICU, intubated and in stable condition. The patient was extubated the next day and was reported as doing well post tavr. The event was attributed to the 1cm straight tip guide wire used during the case. Also, the wire had to be repositioned after the pigtail was removed initially and this may have also contributed to the perforation.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the physicians determined that the extra stiff wire position in the ventricle caused the perforation and subsequent pericardial effusion. There is no allegation against the edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.